Event description:
It was reported that the customer was hospitalized high blood glucose levels and cardiac arrest. According to the med staff the heart attack was attributed to her high blood glucose levels. The customer was treated with IV drip insulin. The customer was in the hosp for 2 days.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.